Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers from 2.1 were failed in the middle of the procedure. A field service engineer (fse) confirmed that the drawers were functional and no issue with the cable and connectors. Fse then verified the network setting, disabled the bluetooth and wireless fidelity and identified that the retractor band on drawer 2.1 was exposed with copper wire and replaced the band to resolve the issue. The fse also installed the power switch brackets. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple drawer failures occurred during surgery while crnas were pulling medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.